Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed based on the medical records provided. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed however the root cause of the event could not be determined. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, serial dated x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6020-3535, lot # 29991805, description: accolade 132 size 3.5; cat # 502-11-50d, lot # 30420301, description: trident psl ha solid back 52mm; cat # 6565-0-032, lot # 18755701, description: alumina v40-femoral head 32mm, -4mm nk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Other text : hospital retained device

Event description:
It was reported that the patient was revised due to infection.